Event description:
The physician was performing a sphincterotomy and a stone removal with a soft wire basket. Due to an unsuccessful attempt to remove the stone a lithotripsy device was utilized. The physician was unable to crush the stone using lithotripsy and the procedure was stopped. The pt was transferred to another hosp where lithotripsy was performed successfully. The pt is in satisfactory condition.